Event description:
On (B)(6) 2012, the patient coordinator at a hospital contacted animas to report that the patient presented to the ER on the evening of (B)(6) 2012 with abdominal pain. The reporter stated that the patient's blood glucose at 7pm when he arrived to the ER was 273 mg/dl and initial diagnosis was "dka was unlikely". The reporter stated that the patient remained on insulin pump therapy (ipt) throughout the night; however, his blood glucose continued to elevate. At 9:30pm that evening his bg was at 500 mg/dl. The reporter stated that the hcp discontinued ipt at 4am on (B)(6) 2012 and the patient was started on lantus and novolin injections. At 11am that morning, the reporter claimed the patient's bg tested at 306 mg/dl. At the time of the call, the reporter reviewed the pump to the best of her ability. The reporter confirmed the pump was set to the correct date and time; however, could not confirm if I:c, isf and target settings were correct. There were no associated alarms in pump's history. Customer support noted that all boluses and basals were delivered as programmed and added up to total daily delivery (tdd) for (B)(6) 2012 and (B)(6) 2012 (until ipt discontinued). Review of prime history revealed that the pump had last been primed with a site change on the afternoon of (B)(6) 2012. The reporter was unable to evaluate the site; however, reported that she did see one small bubble in the cartridge. During the call, the reporter informed customer support that the patient had a high white blood cell (wbc) count of 15.7. It was noted that the elevated bgs may have been as a result of an infection as indicated by the high wbc. Customer support noted that review of the pump did not reveal anything to indicate a problem with the device as the pump delivered insulin as programmed. Customer support made several attempts to reach patient to review/troubleshoot subject pump; however, were unable to reach him. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2014 with the following findings: the black box starts on (B)(6) 2014. The pump was used after the original complaint date (B)(6) 2012 and all histories and black box data for event have been overwritten. The total daily dose adds up correctly and reflects the user programmed basal rate. The available black box and alarm history shows no eaw¿s associated to the complaint. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. Information for the complaint is overwritten, unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.